Event description:
It was reported by svc report that a weld was broken on the jack support. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Jack support. Parts have been ordered and will be replaced upon receipt.